Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal and the battery door were missing. Pump settings and patient data lost error was found during testing just upon device powering up. The root cause of the reported issue was found to be caused by a depleted main board internal battery. Actions were taken to mitigate the reported issue: reset and recharge up the main board internal cloak battery.

Event description:
It was reported that the pump settings and patient data were lost. No patient injury was reported.